Manufacturer narrative:
An investigation has been initiated. Requests have been made to have the device returned for eval. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the catheter was noted to be leaking near the luer hub/clear extension tubing junction.